Manufacturer narrative:
The investigation for the positioning issue and the product damage has been completed. As per clinical, the pigtail was stuck in mitral apparatus and was detached but without the pump, the complaint cannot be investigated. Therefore, the root cause of the product damage issue was not determined since product was not returned for investigation. Clinical details also state that at the time of the initial placement, the pump was stuck in the mitral apparatus. The patient had mitral regurgitation (mr) which was repaired. The cause of the positioning issue was use related since the pump was stuck in the mitral apparatus upon initial placement. Voluntary medwatch #mw5161762 was received and corresponds to this report, initial MFR report #1220648-2024-23070. B5-added details of the event that were not provided in the initial MFR report h6-clinical code 1888 h6 impact code 4643 corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
Abiomed received voluntary medwatch report # mw5161762 providing additional details. The medwatch states that while attempting to remove the device, the patient lost a significant amount of blood. The patient received a unit of packed red blood cells along with manual pressure. During the emergency surgery to repair the femoral artery, the patient was placed in intra aortic balloon pump in the right femoral artery. The patient was eventually weaned and survived the explant.

Event description:
The complainant reported the 65-year-old male patient was on impella cp support and upon placement the impella was stuck in the mitral apparatus. When the doctor pulled the pump back, the pigtail with the inlet cage became detached and it floated down to the left femoral artery. Several attempts to snare it were made but ultimately the decision was made to take the patient to surgery for a femoral cutdown, foreign body removal and urgent upgrade to an impella 5.5 via the right axillary artery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿